Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. H10 additional narrative:  corrected h6 patient code: no code available (3191) from the initial medwatch to capture patient harm joint instability and medical device removal.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : update 29-jan-2021: the investigation was re-opened upon receipt of additional information. No device associated with this report was received for examination. Visual examination of the provided photographs confirmed the reported event. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : device history reviewed 0 non-conformances on this lot number. Final micro and sterility tests passed. All qc release specifications met. (B)(4) units released. Lot expiry date: 31 october 2017.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient underwent a right knee revision due to pain, instability, and tibial tray loosening at the cement to implant interface. Two depuy cement products were used during the primary operation. Doi: (B)(6) 2016; dor: (B)(6) 2018; right knee.